Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to technical support that the recirculation pump on a granuflo ii mixer was not working. In addition, it was reported that the pump head had melted. The biomed stated the mixer was not recirculating or sending fluid to the drain. Additional details were obtained during follow up. The biomed stated there was no fluid inside the tank, yet the motor continued to run. The biomed was unsure what caused the issue. The machine was out of service at the time of follow up. The biomed stated a replacement mixer was ordered. The mixer pump was being returned to the manufacturing plant for evaluation. No pictures of the melted pump head were available. Other than the melted pump head, no other damaged parts or components were found. No smoke, sparks, flames, or signs of burning/charring were noted. The machine was plugged into a hospital grade ground fault circuit interrupter (gfci) outlet. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.